Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blinking lights and an illuminated lamp before the scope is connected during inspection for use involving an olympus xenon light source. The customer suspected that the cause of the blinking lights and an illuminated lamp before the scope is connected is because the equipment appears to be locked in the state that a scope is connected. There was no patient injury reported.